Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not received.

Event description:
It was reported that this pacemaker exhibited a premature battery depletion (pbd) behavior. As a result, this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This device is not expected to be returned to boston scientific since it was retained by the explanting hospital.